Event description:
It was reported that the patient experienced restenosis and dyspnea. On (B)(6) 2023 an agent dcb mr 4.00 x 20mm was selected for treatment of the target lesion, which was located in the left anterior descending artery (lad) and was 42 percent stenosed. When the agent balloon was expanded, the patient experienced shortness of breath, however the physician was able to complete the procedure successfully. On (B)(6) 2024, the previously treated lad was showing 75 percent stenosis. Another similar device was then used to successfully treat the target lesion, and there was no further patient complications reported.